Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint was confirmed. Visual examination of the returned device found signs of being implanted (worn and discolored) and the post has fractured off. Device was submitted for further analysis. Analysis determined the fractured post mated well with the bearing in a somewhat posteriorly oriented inclination, possibly due to deformation prior to fracture. The anterior edge corners of the post and bearing show possible impingement and/or delamination damage, possible caused by contact with the femoral condyle. Overall condition of bearing and damage is consistent with in vivo usage and explantation, with possible impingement damage on the anterior edge/corners of the post, which may have preceded overloading fatigue fracture of the post. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item 00576401451, lot 62114038. Item 00598002702, lot 62087286. Report source: foreign (B)(6).

Event description:
It was reported patient underwent knee arthroplasty; subsequently the patient was revised seven years post op due to instability and fracture of the bearing. Patient was getting up out of a chair when he felt a snap. Attempts have been made and no further information has been provided.